Event description:
It was reported that the 8mm reamer was not able to ream the full length of the canal as intended. The reamer was only able to ream half way down and then stopped. An add'l reamer was available and was used successfully.